Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2014-02976, 1225714-2014-02977, 1225714-2014-02978, and 1225714-2014-02979.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and coma on or about (B)(6) 2007 and subsequently expired on (B)(6) 2007 after the use of the product.